Event description:
It was reported the lead was attempted but not use due to a helix malfunction and separation at the tip of the lead. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted; (B) (4) full lead; deformation/fracture in 5cm prox section of the inner coil. Extension problems.